Event description:
It was reported that a y type blood set leaked from right under its drip chamber. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.